Event description:
A home pt (hp) contacted baxter's technical service center for asssistance in ending their automated peritoneal dialysis therapy early. Reportedly, the hp observed their dog biting through the pt line of the homechoice set and the subsequent leakage during dwell 1/4. The hp immediately clamped off the pt line and disconnected from the setup. Baxter's technical service center assisted the hp in ending therapy early. No pt injury or medical intervention was associated with this incident, per the hp.